Event description:
A customer reported that a patient had a ventricular fibrillation event, and the device did not alarm. A speech therapist was in the room working with the patient at the time of the event, and called for help. The nurse manager was outside of the patient's room at the time of the event, and noted that the monitor was showing artifact, no patient alarms. The nurse manager and the nurse assigned to the patient reportedly rushed into the room, checked the leads, felt for a pulse and noted the patient had no pulse. The patient was shocked three times and given medication per protocol. CPR was performed. The patient reportedly regained a heart rate and survived the event. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Patient information has been requested, but has not been released by the customer at this time.